Manufacturer narrative:
At this time, the product was being used as a temporary pacer and has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker was explanted due to unknown root cause. No further details were known at this time. No additional adverse patient effects were reported.